Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. The following physical damage was noted: cracked casing at the reservoir tube window corners, cracked casing at the display window corners, cracked belt clip slot, cracked battery tube threads, and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that the was a crack on the reservoir compartment of the insulin pump. The patient's blood glucose at the time of incident is unknown; however, the customer mentioned a blood glucose exceeding 500 mg/dl which he treated with a set change and a manual insulin injection. Troubleshooting was declined for the high blood glucose. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.